Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay-user/reporter contacted lifescan (lfs) USA, alleging that the onetouch ultra2 meter is giving battery indicator message. In addition, the reporter requested a logbook and owner¿s manual since it was missing from the system kit. This complaint is classified according to the documentation of the customer care advocate. The patient manages his diabetes with oral medication. The patient reportedly had the battery icon the day prior to contacting lfs. At the time of concern, the patient had symptom described as ¿sweating.¿ the patient allegedly was using the lfs product for the first time yesterday. During the time of concern, the patient took more medication. There was no report of any required medical intervention to suggest a serious injury. During troubleshooting, there was no product misuse. Replacement product was sent to the patient. This complaint is being reported due to the unresolved battery indicator issue. In addition, the patient had symptoms suggestive of hypoglycemia after the battery icon issue began. It is unclear what contributed to the patient¿s allege symptom. Lifescan could not rule out the lfs meter as a contributor to the report issue. Hence, this complaint is being reported.